Manufacturer narrative:
The reported issue was investigated via remote support. The customer stated that a member of the clinical staff responded to the patient when a yellow low spo2 alarm was announced on the intellivue mx800 patient monitor on (B)(6) 2020. The yellow alarm was noted 17 seconds prior to the reported event and was acknowledged by the clinical staff. The patient continued to desaturate, but the red desat alarm was not announced until the patient's saturation was at 25%. An onsite visit by philips clinical support was requested. The customer later contacted philips stating that the onsite biomed had been called and had assessed the monitor. It was determined that the mx800 was in the incorrect patient profile n>30 and not in the neo profile, which resulted in the alarm delay for the red desat alarm. The biomed checked all monitors on the unit and found four monitors which were in the incorrect profile. All four monitors were then changed to the neo profile. The onsite visit by philips clinical support was canceled as the issue had been resolved by the onsite biomed. It is considered that this issue was resolved by the customer biomed who found that the monitor was in the incorrect patient profile and corrected the setting to the neo profile. The monitor worked as intended and there was no malfunction of the device. This issue was caused by the configuration of the monitor to the incorrect patient profile. No further investigation or action is warranted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the patient desaturated and the monitor did not "red" alarm until the patient's oxygen saturation was 25%. It contributed to a delay in patient care, and the patient underwent severe decompensation requiring positive pressure ventilation.